Event description:
On (B)(6) 2012, the pt upgraded her processor tempo+ to opus2 during the morning. During the afternoon, the pt reported noises and she stopped having access to sound. On (B)(6) 2012, the pt was checked and the external components were functioning correctly. Testing carried out confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.